Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. No unusual noises were heard during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a vats lobectomy procedure, the knife did not return to the home position after the 5th firing on the lung parenchyma. The cartridge was white. The knife reverse switch was loose and did not function. Then, the device was released with the manual override lever. The target tissue was cut and stapled properly. The target tissue was thin. There was no unexpected resistance in closing and firing, but an unexpected noise was heard. The device was not fired across an existing staple line or clip. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.